Event description:
The dentist reported that 5 months after the dental implant was installed in intra-oral region #6 it was verified its non-osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed. Patient had lone bone quality (bone type iii) and bone graft was executed.